Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to urinary tract infection, kidney infection and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 536 mg/dl. The customer reported having symptoms of pain when using the restroom, back pain, and slight fever. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. It was also reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 486 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.